Event description:
Boston scientific received information that this implantable right ventricular (rv) lead was exhibiting high pacing impedance measurements of 2,300 ohms. A boston scientific technical services consultant recommended changing the lead to bipolar pacing.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the lead was programmed to unipolar. A revision procedure to replace the rv lead was planned for a date in the near future. To date, there have been no adverse patient effects reported. No further information is available at this time. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information received indicated a procedure took place and this lead was surgically abandoned. A new lead was successfully implanted. There have been no adverse patient effects reported as a result of the revision procedure.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.